Event description:
It was reported that the left ventricular (lv) lead had high thresholds. Therefore the lv lead was removed and replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analysis indicated that there were no anomalies found. It was noted that the distal conductor had blood/body fluid (not obstructed), the outer insulation was melted and had cosmetic depression and environmental stress cracking. Apparent explant damage was visibly noted.